Event description:
It was reported that the dell x5 handheld computer used by a nurse practitioner was not working properly in that it would not hold a charge. The issue had been occurring for at least the past six months. The nurse practitioner called back a few days later stating that the issue was that the screen went dark which led her to believe the handheld had died however when she plugged in the handheld a few days later it was working without issue. The nurse practitioner stated she had plugged the handheld computer in for 48 hours and it worked fine however she had to keep it plugged in all the time which she is okay with however she requested that the handheld computer be replaced. A replacement device will be provided to the nurse practitioner and attempts to retrieve the handheld computer in question for product analysis will be made.